Event description:
It was reported that while extracting the stem, the knob that tightens the extractor into place broke.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown extractor 1801-1650. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding a fracture involving a rejuvenate stem extractor was reported. The event was not confirmed. There is no evidence to support the event was related to patient factors. The investigation concluded that the exact cause of the event could not be determined because further information such as the return of the stem extractor is needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that while extracting the stem, the knob that tightens the extractor into place broke.